Event description:
It was reported to philips that the machine was not switching on. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and found that the system was not powering on via the power on button, neither from the review unit nor the mpd control board. An initial check revealed that fuse f1 was open, which was replaced, but the issue persisted. Further troubleshooting indicated problems with the mpd control unit. Analysis of system log files confirmed the failure to power on. The fse replaced the mpd control unit. A visual inspection performed by r&d confirmed the heat sink of the mpdu control unit was damaged. After replacement, restoring the system to good working condition and functionality. The codes have been updated based on the investigation's outcome.